Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The cuttings in the insulation occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged due to the patient twiddling. The representative noted that there was likely lead damage due to the twiddling. The lead was explanted and a new lead was implanted in the ra. No additional adverse patient effects have been reported. No additional information is available. Should any additional information related to this event become available, this event will be updated.